Event description:
The facility's biomed engineer sent an infusion pump for service with note attached to the pump display of failure code 715:00. The biomed was contacted by baxter tech support and stated they have no record of any pt incident involving the pump since the last baxter service event. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device.